Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a visipro pxb35-08-57-080 stent to treat an 80% stenotic calcified lesion with mo derate tortuosity and calcification in the proximal left common iliac artery. There was no damage noted to the packaging and no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU with no issue identified. A 7fr non-medtronic 45cm sheath and a 0.035 non-medtronic guidewire were used. The lesion was not pre-dilated, the device did no pass through a previously deployed stent; no resistance was encountered when advancing the device. A right groin approach was used. The device could not pass the lesion so the physician pulled it back into the sheath with some difficulty. Upon removal from the body, the stent had deployed between the distal aorta and the right and left common iliac arteries. The physician returned the next day and used a gooseneck snare to successfully remove the stent. There were no patient complications or symptoms reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.